Manufacturer narrative:
Covidien reference: (B)(4). The service engineer completed short self tests (sst).

Event description:
It was reported that the ventilator went into a ventilator inoperable condition and shut down. The ventilator was not on a patient at the time of the event.